Event description:
Customer reported a broken belt clip and a crack in the casing. Customer also stated that there were cracks near the battery and reservoir compartments. Customer's blood glucose reading at the time of the call was 495 mg/dl. No further information reported.

Manufacturer narrative:
The pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, a broken belt clip slot, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.